Manufacturer narrative:
-Patient medications: xarelto, acetylcysteine, lovenox, atorvastatin, metoprolol tartrate, cartia xt. -ccording to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) the patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that post procedure computed tomography images (date unknown), a proximal type I endoleak was observed on follow up images. The physician took a wait and watch approach, reportedly the patient had a very angulated neck when implanted. On (B)(6) 2023, the physician chose to explant (surgical conversion) the gore® excluder® conformable aaa endoprostheses due to a persistent proximal type I endoleak with aneurysm growth (amount unknown). The patient tolerated the reintervention.